Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm during bolus and drive support cap was bulged in or loose. Customer stated that the insulin pump did not receive motor position encoder error alarm. Customer stated that the motor error alarm was occurred more than once in the last 30 days. Customer performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.